Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo and one video were provided for review. The video and photo show the extension legs of the catheter in which one of the extension legs was filled by blood and the other with some unknown fluid. The lumen with blood was noted to be opacified near the bifurcation area and blood was noted to be leaking at a point where the extension leg was connected to the bifurcation. No clear evidence of fracture was noted. Therefore, the investigation is confirmed for the reported leak and the identified material opacification issues. However, the investigation is inconclusive for the reported fracture issue as no clear evidence of fracture was noted and the provided video and photo was not sufficient to confirm the reported event. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (device). H11: h6 (method, result, conclusion). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months post a dialysis catheter placement in the right internal jugular vein, the extension line was allegedly cracked below the hub area and leakage was found. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, photos/video were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately six months post a dialysis catheter placement in the right internal jugular vein, the extension line was allegedly cracked below the hub area and leakage was found. The procedure was completed using another device. There was no reported patient injury.